Event description:
Vascular coordinator called for a protocol for post insertion of the aspc in relation to bleeding. It is needed in reference to an incident last year at the hosp and they were doing a full investigation. The pt expired. When asked, the vascular coordinator noted that coordinator did not think the death was catheter related. Coordinator explained that the pt had an aspc inserted, had a dialysis treatment and was sent home. The paramedics were called to the home where there was bleeding around the exit site. The pt expired at the ER.